Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a low temperature alarm occurred. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the metal fittings for the fixing the power cord were missing. Functional testing was able to confirm the reported problem. It was determined that the root cause was due to the broken heater. The heater for the repair is not expected to be received, the product cannot be repaired and will be returned to the customer.